Manufacturer narrative:
Field service engineer reports that the unit was working correctly when he arrived on site. Fse proceeded to check all wiring and power supplies and verified proper operation of the unit using sedecal generator service manual. Unit returned to full service by the customer.

Event description:
Customer reports that the system powered down during a biopsy procedure. No staff were near or touched any switches. Customer rebooted the system and all powered back up. Procedure was completed with no reported injuries.